Event description:
A power source alert was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller resolved the issue by plugging the charging cable into a wall adapter, which enabled the pump to begin charging, and no further assistance was required.